Manufacturer narrative:
H.6. Investigation: a device history record review was performed for the provided final lot number 9036624. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections performed were within specification. To further investigate this issue, seventeen syringes and two picture samples were provided for evaluation by our quality team. Through examination of the samples, foreign matter was identified. Two possible causes have been identified for the observed foreign matter. It is possible that the foreign matter resulted from the syringe scale printing process; if the syringes came in contact with other syringes prior to the print drying completely. It is possible that the foreign matter was also a result of burnt resin from the syringe molding process. Degraded resin can build up within the barrel mold and break loose within the product. In either possible case, the foreign matter would not be within the syringe's fluid pathway.

Event description:
It was reported that 9 syringes 60cc ll tip convenience paks experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309680 batch no: 9036624. Per description: during visual inspection, 9 defects found for gross particulate on the interior of the syringe.

Event description:
It was reported that 9 syringes 60cc ll tip convenience paks experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309680. Batch no: 9036624. Per description: during visual inspection, 9 defects found for gross particulate on the interior of the syringe.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9036624. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 syringes 60cc ll tip convenience paks experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309680, batch no: 9036624. Per description: during visual inspection, 9 defects found for gross particulate on the interior of the syringe.